Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (85 worldwide incidents out of estimated 185,000+ procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an open wound in the right axilla 5 days post-treatment. The patient who is also physician suspected the symptom was an abscess and prescribed antibiotics (cefexim 400mg). At 8 days post-treatment, it appeared like the symptom was improving.